Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous distal right coronary artery. Orbital atherectomy was performed and angiography confirmed no issues. A 3.0x15mm trek balloon dilatation was advanced over a non-abbott guide wire to the target lesion and inflation at 10 atmospheres for 15 seconds. A second inflation was performed proximal to the first area at 12 atmospheres for 15 seconds. Angiogram was performed and a perforation was noted at this point. The bdc was inflated again to 15 atmospheres in the same, followed by deployment of a 3.0x38mm xience skypoint stent at 14 atmospheres. Angiogram confirmed there was still a small perforation and a 2.8x26mm graftmaster covered stent was deployed. The covered stent successfully sealed the perforation. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the lot number was not reported. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, instruction for use (IFU) known patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling.